Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. Customer blood glucose level was unknown. Customer also stated that the insulin pump had pump error unexpected restart. The device will not be returned for analysis.